Event description:
A malfunction alarm was reported, specifically identified as "malf 12." There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.